Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017. It was reported that their hip surgery was unrelated. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient had reached out on 2017-feb-06. The patient reported her battery was still functioning at that time. I let her know she would be due for a replacement and I encouraged an evaluation at the doctor's office. The manufacturing representative (rep) wanted to run an impedance test and record her programming. The patient stated she was having hip surgery and wanted to wait. The patient had recently called about two weeks ago stating she wanted a pain pump, and both her batteries had stopped due to normal end of life. The patient stated she was seeing her doctor and that the patient will need to discuss this with him. No further information was reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post spinal cord injury and chronic low back pain. It was reported that the patients implant had stopped working. The caller was redirected to their primary healthcare professional to discuss explant. No patient symptoms or further complications were reported as a result of this event.